Manufacturer narrative:
Based on the available information, this event is deemed to be a reportale malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that spring was detached from outer ring of inserter prior to insertion while pulling the spring back on (B)(6) 2026. The patient replaced infusion set and resumed insulin successfully.